Event description:
The device reportedly displayed dashed lines on the screen while monitoring a patient. The ECG electrodes and patient cable connection between the device and patient were checked and the dashed lines continued to be displayed. The patient's details and outcome were not reported.